Event description:
The customer reported that they got frequent leads off messages while demand mode pacing. The involved patient died, but there is no allegation that the device was a factor in the patient's outcome.

Manufacturer narrative:
The customer reported that they got frequent leads off messages while demand mode pacing. The involved patient died, but there is no allegation that the device was a factor in the patient's outcome. The device was evaluated by a philips field service engineer at the customer site, but the reported symptom could not be reproduced. The device passed all standard testing and was returned to the customer. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.